Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate after the customer loaded 250 units of insulin in the cartridge. There was no impact on customer&#62688;blood glucose (bg) level. Tandem technical support reviewed the load fill process with the customer and the customer acknowledged. However, the customer declined to reload the cartridge.